Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement associated with knob slippage and tip deflection. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided and the returned device analysis (unable to confirm the reported issues), a cause for the reported unintended movements associated with knob slippage and tip deflection cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A ntw (lot: 40717r1099) was chosen for implantation. When using the "+" knob on the steerable guide catheter (sgc) to adjust for aorta hugger transseptal puncture, the deflection would not hold position. An assistant was needed to hold the sgc deflection in place. The clip was placed a2p2, reducing mr to below 2+. After release from the delivery catheter, the clip opened from 10 to 30 degrees. Mr increased to grade 3. Since there was insufficient area to implant another clip, the procedure was abandoned. The procedure ended with mr reduced to grade 3.